Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds condition continued after the rv his bundle lead placement. It was further reported that both the rv his bundle lead and the right atrial (ra) lead dislodged. Ratchet syndrome was suspected. It was noted that the patient had a large body frame and it was difficult to adjust the slacks. Both leads were removed and replaced with a biventricular defibrillator system. No further patient complications have been reported as a result of this event.